Event description:
Additional information was received that a revision procedure was performed. The extraction was unsuccessful therefore, this lead was capped. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead was capped in 2000 due to fracture. A revision procedure is intended to extract this lead. Upon extraction the lead pieces are intended to be returned to boston scientific for laboratory analysis. No additional patient effects reported.